Manufacturer narrative:
Two 3i t3® non-platform switched parallel walled implant 3.25 x 10mm (boss310), and drivers, certain® 3.4mm(d) driver tip - short (impdts) and certain® 3.4mm(d) driver tip - long (impdtl), were not returned for investigation. Since products have not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. A pre-existing condition noted by the customer was the patient had moderate-low (type ii/iii) bone density. The reported devices were used on tooth # 4 and the implants were used for the placement attempt (1 day) while the drivers were used for an unknown duration. The customer did not provide pictures or additional evidence. DHR review was completed for the subject lot number (2017101501). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017101501) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not disengage & damaged drive feature) or devices (boss310, impdts & impdtl). Therefore, based on the available information, device malfunction could not be verified and the reported events were non-verifiable as none of the reported devices were returned and no objective evidence was provided. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: d4: device lot number corrected.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter address, fax number: not provided. Device not returned.

Event description:
It was reported a defective internal connection implant. During implant placement, a driver could not release from the implant, another implant (boss310) from the same lot was tried and driver could not disengage either. Different drivers were tried and have same issue with the implant. Drivers works fine with different implants and doctor complete the procedure using another implant with different lot number. Tooth location 4.